Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and completed system checkout with full calibration, and the fse was unable to verify or reproduce the reported "autofill issue" experienced by the customer. The unit passed all functional and safety tests and was returned to the customer and cleared for clinical use. The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not recognize the intra-aortic balloon (iab) and was having auto fill issues. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.